Manufacturer narrative:
A visual evaluation of the returned device did not have any visual failure. The cutting wire length was measured and was within specification. Functionally, the device was tested inside and outside the duodenoscope and was able to bow more than 90 degrees. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during preparation, the device appeared already bowed and would not unbow to neutral position. Reportedly, there was no other visible damage noted with the device and its packaging. The procedure was completed with a second dreamtome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during preparation, the device appeared already bowed and would not unbow to neutral position. Reportedly, there was no other visible damage noted with the device and its packaging. The procedure was completed with a second dreamtome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.